Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had a missing end cap sticker, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states drive support cap was not damaged. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.